Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided noted that a revision took place and the system was replaced with a competitor system in (B)(6) 2015. One month later a follow up took place and it was noted that the patient showed shortness of breath with exertion as the new competitor system did not minute ventilation sensors. The boston scientific system was not obtained for return. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine device check the patent reported feeling breathlessness during exertion, and lack of energy when being active. Device interrogation revealed that the lead safety switch was triggered on the right ventricular lead. Loss of capture was confirmed in both unipolar and bipolar configuration at maximum outputs, as well as undersensing and out of range pacing impedance. The patient had an underlying rhythm thus no asystole or syncope resulted. It was noted that history of the system did now show any out of range measurements until (B)(4) 2014 when the pacing impedances suddenly increased and were out of range as well as the device auto-capture algorithm going into retry mode due to the inability to obtain pacing thresholds. This case caused the patient to lose their rate response feature as the minute ventilation was programmed on the right ventricular lead, and when the lead safety switch was triggered the minute ventilation was automatically deactivated. Minute ventilation was re-established on the right atrial lead. An x-ray was performed which did not reveal any damage to this right ventricular lead. A revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.